Event description:
It was reported that the threads cracked on the outer sleeve of the screwdriver. Could not thread screwdriver into tulip head. There are no reports of adverse consequences to the patient.

Event description:
It was reported that the threads cracked on the outer sleeve of the screwdriver. Could not thread screwdriver into tulip head. There are no reports of adverse consequences to the patient.

Manufacturer narrative:
Method: visual analysis, material analysis, device history review, complaint history review, risk assessment; result: the threading on the outer sleeve was found to be fractured. The device was sent for material analysis. The sleeve was found to meet the hardness and elemental constituents specified on the print. No material or manufacturing defects were found. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: a definite root cause cannot be determined, but it is most likely the device was damaged before surgery, either in cleaning or handling as the issue was not found until surgery and it was successfully used before.

Manufacturer narrative:
Method: visual analysis, material analysis, device history review, complaint history review, risk assessment; result: the threading on the outer sleeve was found to be fractured. The device was sent for material analysis. The sleeve was found to meet the hardness and elemental constituents specified on the print. No material or manufacturing defects were found. Manufacturing records were reviewed for the corresponding lot and no relevant issues were identified. Conclusion: a definite root cause cannot be determined, but it is most likely the device was damaged before surgery, either in cleaning or handling as the issue was not found until surgery and it was successfully used before.

Event description:
It was reported that the threads cracked on the outer sleeve of the screwdriver. Could not thread screwdriver into tulip head. There are no reports of adverse consequences to the patient.